Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, the device was found to be not functioning properly and some components were loose; the cause is undetermined. Device was repaired and returned to the customer. Manufacturing date for this device is unavailable.

Event description:
It was reported that the device does not operate properly intermittently. (B)(4).